Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a pt who underwent knee revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2013. The surgeon performed an exchange of the tibial baseplate, tibial retaining bolt and the tibial insert along with the addition of several augments and a 17 x 150mm modular stem. The tibial baseplate was exchanged from a non-porous to a modular baseplate and the tibial insert was exchanged from a size 4 x 12mm to a 4 x 11mm.